Event description:
The customer reported that her insulin pump was reading 0 for correction bolus when her blood glucose was high, and she did not think it was working correctly. The customer also stated there was a crack in the reservoir window, after the insulin pump was dropped on the hard floor. She was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer's blood glucose was 114 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.